Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the adjustable pressure limiting valve was broken, bag to vent switch stuck, causing an inability to switch ventilation modes. There was no report of patient involvement.